Event description:
Spontaneous, (B)(6) np from (B)(6) hospital requesting pts dosing information; np stated pt is currently admitted to hospital due to having a kink in her hickmann line; np stated pt is having her line changed and then will be discharged; unknown date of admittance. Pt currently uses IV treprostinil with cadd legacy pump; no other information known. Reported to (B)(6) by health professional.